Event description:
Device complication: difficult to remove; time of complication: during procedure; symptoms: none reported. When the physician was inserting the accunet into the non-guidant shuttle sheath, the recovery catheter 2 became damaged. The valve on the sheath was not working properly throughout most of the case. Because of the "accordion effect" on the recovery catheter 2, it would not recapture the accunet properly and the accunet would not close. There was no push ability to the recovery catheter 2. A new recovery catheter 2 was used and the older recovery catheter 2 was removed without incidence. A new rotating hemostatic valve was placed on the non-guidant shuttle sheath, and the new recovery catheter 2 was inserted. The new recovery catheter 2 was successful and the accunet was removed without incidence. There was no injury, surgical intervention, or consequence to the pt.